Event description:
It was reported by our country representative that there was a vns patient that had been aware of stimulation with magnet activations but reported to their office on 14th april that he wasn't aware of his stimulation. System diagnostic testing yielded output status limit, lead impedance high, dcdc 7. The vns device was programmed off. Previously the patient's dcdc was a 5. No fall or trauma was reported which may have caused the event. At this time it is undecided whether there will be any interventions taken as the patient does not feel vns provided any real benefit.

Manufacturer narrative:
Device malfunction suspected, but dit not cause or contribute to a death or serious injury.